Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. Prior to impella rp flex being implanted, the patient began having episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). It was reported that during the impella rp flex insertion the patient continued to be in vt/vf. The patient was defibrillated multiple times but unable to sustain a normal sinus rhythm. The patient became more unstable and vasoactive support was increased. The physician decided to abort impella rp flex placement and place patient on venoarterial extracorporeal membrane oxygenation for stabilization of lethal heart rhythm.

Manufacturer narrative:
The investigation for the delivery and ventricular tachycardia (vt) has been completed. The impella was not returned for evaluation. However clinical details were sufficient to determine the root cause. The root cause of delivery issue is determined to be patient condition because the patient suffered vt/vf during insertion and the pump was unable to pass through the vasculature and the insertion was aborted.

Manufacturer narrative:
Additional information was added to b1, b5, g3, g6, h2.

Event description:
During delivery of the impella, the patient was noted to be unstable, and the physician aborted the implant and placed the patient on venoarterial extracorporeal membrane oxygenation (va ECMO). No further information is available.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Additional information for the initial MFR 1220648-2024-23936 was added to h6 and h10. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿